Event description:
Pt stating that she is having issues with her infusion ever since she transferred from accredo to cvs. Thought maybe something was wrong with her tubings as it has not been releasing easily from end that connects to freedom 60 pump. She has tried a few different tubings and still having same issue. Hhm came 1 time and also had issues and they keep having to use a gripper to unscrew it. So she thinks the pump that is putting too much pressure on it, preventing tubing from un-attaching easily. A sending new freedom 60 pump. No missed dose or side effects reported; unknown if available for return; unknown if md aware. No further information provided. Indication: common variable immunodeficiency, unspecified. Reported to cvs/caremark by pt/caregiver.